Manufacturer narrative:
The device is available for evaluation. However; it has not yet been received.

Event description:
The device involved a chemoclave® vented bag spike that leaked from an air vent during infusion. The device was used for chemo. There was no patient involvement, no adverse event/patient harm, and no delay in critical therapy. No additional information was provided.

Manufacturer narrative:
Received one used ch-14, chemoclave® vented bag spike (lot #5569278), one used bag spike adaptor w/ spiros (list# and lot #unknown), and one used unknown infusion set. As received, the filter vent material of the ch-14 vent was wetted out with prior infusate. No damage or anomalies were observed on the returned mating devices. Connected as received, the returned devices were leak tested. The ch-14 filter vent leaked from multiple locations of the filter material. The reported complaint can be confirmed. The probable cause of the observed leakage is due to temporary or permanent loss of the hydrophobic properties of the filter vent material due to infusate interaction during use. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Additional information: d9 - date returned to mfg is 5/13/2022.